Manufacturer narrative:
The lens has been returned to b+l and is currently under eval. Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the intraocular lens was removed intraoperatively due to bleeding during the procedure. No additional info was provided. Additional info has been requested. Please reference MDR# 1119279-2013-00361 for the delivery device used in this event.